Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
It was reported that the roller pump was noisy. The roller pump was swapped out with another one after the case. There were no adverse consequences to the pt as a result of this event.